Manufacturer narrative:
Pump was received with blank display due to battery tube was pushing down and not connect with the battery cap. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube. (B)(4).

Event description:
Customer reported via phone call that while changing the battery the insulin pump cracked and got the alert that insulin pump battery died. Customer's blood glucose level was 257 mg/dl at the time of incident. Customer stated that their was no physical damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.